Manufacturer narrative:
Evaluation summary. (B)(4). It was reported during an atrial fibrillation (afib) procedure, it was confirmed that a small fragment (about 1mm long) was floating inside the drip chamber of the tube after a bag of heparinized saline was pierced by a tip of the tube and the drip chamber of the tube was filled up with heparinized saline. This issue was found during the preparation of the tubing set. It had not been used on the patient. The issue was resolved by exchanging the tubing set. The procedure was completed without patient consequence. Upon request from the bwi field representative, we received additional clarification on the event. They could not find the claimed fragment visually from the outside. When they opened the cap near the drip chamber, they found the foreign matter attached on the edge of the cap. The foreign matter size was length: 0.60mm and in width: 0.4mm. Upon receiving, the tubing was visually inspected and it was found in normal conditions. The device was returned with the small fragment. A ft-ir test was performed to the foreign material. The ir spectra showed that the material is a synthetic polymer, specifically, a polyurethane (pu) based - material. Also a ft-ir was performed in order to identify if the foreign material corresponded to any component of the coolflow tubing. The infrared spectroscopy results showed that there was no correlation between the residue and the components of the tubing. Therefore, the origin of the fragment remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the tubings are inspected for visual damages before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. The customer complaint has been verified; however, the origin of the fragment remains unknown.

Event description:
It was reported during an atrial fibrillation (afib) procedure, it was confirmed that a small fragment (about 1mm long) was floating inside the drip chamber of the tube after a bag of heparinized saline was pierced by a tip of the tube and the drip chamber of the tube was filled up with heparinized saline. This issue was found during the preparation of tubing set. It had not been used on the patient. The issue was resolved by exchanging the tubing set. The procedure was completed without patient consequence. Upon request from the bwi field representative, we received additional clarification on the event. They could not find the claimed fragment visually from the outside. When they opened the cap near the drip chamber, they found the foreign matter attached on the edge of the cap. They kept the foreign matter in the petri dish. The foreign matter was extremely small (length: 0.60mm / width: 0.4mm).

Manufacturer narrative:
(B)(4).